Event description:
It was reported by the customer that the neptune increased in suction without being prompted. The procedure was finished and there was no patient impact, or adverse consequences. There were no procedural delays or medical intervention needed.